Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2007 following a d & c. During therapy, there was a slow loss of pressure. Approximately three minutes into therapy, the uterus ruptured. An emergency abdominal hysterectomy was performed. During the hysterectomy, the uterus was found to be in poor condition. The patient had a pelvic infection and also a submucosal myoma. It was reported that the uterine rupture may have been caused by the patient's pre-existing infection or previous surgery. The patient was hospitalized three extra days.